Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual observations noted dried blood/body fluid noted in the lead lumen, puckered insulation and insulation separation at the polyurethane/silicone transition. Electrically, the lead was found to be within specification. The clinical observation of dislodgement was unable to be reproduced or confirmed during laboratory analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. This was noted upon interrogation and the lead was found to be capturing in the right ventricle instead of the lv. The patient underwent a revision procedure and this lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.